Manufacturer narrative:
H10: the complaint product is expected to be returned, but not yet received by the manufacturer. Therefore, this report is based solely on customer provided information. Historical complaint data review identified no other similar complaints documented for this sku in the last 5 years. Manufacturing records did not reveal any nonconformances or other issues noted that could have contributed to the reported issue. Samples have been received by the distributor and are being prepared for return to the manufacturer for evaluation. At this time, there is not enough information to confirm the reported failure or to determine root cause. Manufacturer reference file: (B)(4).

Event description:
Per the product complaint report: "when used in the operating room we had 3 probe covers that were punctured."